Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urinary urgency, urge incontinence, nocturia, urinary retention and incomplete bladder emptying.

Event description:
It was reported that following insertion the patient experienced urinary frequency, urinary urgency, urge incontinence, nocturia, urinary retention and incomplete bladder emptying.

Event description:
It was reported that the patient underwent a surgical procedure on an unknown date and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Additional narrative: the sling was implanted on (B)(6) 2009. Concomitantly, the patient underwent a laparoscopic lysis of bowel adhesions. The patient had the mesh removed on (B)(6) 2009 due to dyspareunia, bladder spasms, recurrent infections, and urinary incontinence. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.